Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had been operational for about 22 hours when the iabp had an overheat alarm and it completely stopped. Perfusion was called to the bedside. The perfusionist followed the prompts (turn off, wait, turn it back on). The alarm cleared and it resumed pumping. It occurred again a couple hours later and the iabp was swapped and removed from service. They indicated that they will be calling service to come and inspect the pump. No patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(6). The failure analysis and testing dept. Received part number 0119-00-0236 (compressor) with a reported unit failure of a temperature issue for further investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested for 4 hours with no issues. Fat could not verify the reported failure of the compressor. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.